Event description:
Pt reported: 2006 bard composix kugel mesh implant. Pt reports unspecified disability, that he has been "crippled" since the bard composix kugel mesh was implanted.

Manufacturer narrative:
It is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time. Available info indicates no device will be returned and/or additional info will be provided. We therefore, consider this report complete to the best of our current knowledge.